Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a site evaluation to further investigate the customer reported issue. The fse was able to reproduce the customer reported issue and replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint to perform failure analysis (fa) evaluation. Fa was able to reproduce the issue when the unit was tested in-house.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar energy was not firing. The customer contacted an intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they had switched the instrument and cable but monopolar was still not working. The tse identified multiple errors in the system logs. The tse had the customer hard power cycle the erbe generator, correcting the issue momentarily. The customer only fired once and the issues returned with another error. The tse had the customer remove the power cord from the e-100 generator and plug it into the erbe generator, but the issues persisted. The tse asked if the customer had a third-party energy device to use but no energy source was available. Isi followed up with the isi clinical sales representative (csr) and obtained the following additional information: the surgeon was at the beginning of the procedure and felt it was a safe time to not progress. Ports were placed prior to canceling the surgery. The patient was woken up. Once the erbe generator was replaced that evening, the patient¿s surgery was scheduled the next day. The surgeon reported that the case went well, and the patient was doing good. Patient demographic was not provided.